Manufacturer narrative:
Device received for analysis but not yet performed.

Event description:
The manufacturing representative reported the patient came in to the hospital on (B)(6) 2016 as an outpatient for a routine stage 2. The lead would not slide to the end of the implantable neurostimulator (ins) so the blue tip was showing at the end. The physician loosened the set screw, repeated the process, and made numerous attempts at trying to get the lead to fully slide into the ins. A new ins was used and the lead slid completely to the tip. The impedances were checked in the intra-op and post op periods, which were all within normal limits. The first ins was never implanted and was returned for analysis. The patient had effective therapy.

Manufacturer narrative:
Analysis of the ipg njy327782h found that the setscrew was backed too far out. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.